Manufacturer narrative:
Remove baxter - eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags (correction - non-baxter alleged products). Device manufacturer information: this was previously submitted as baxter healthcare ¿ round lake updated to "ni" . It has been determined that the products involved in this event are not baxter alleged products. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations; further described as ¿the tpn box was leaking, when the box was opened one bag was found to be completely empty and the second bag was half empty¿. The leak was discovered before use. There was no patient involvement. No additional information is available.